Event description:
It was reported that tip of the microcatheter fell off. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use, during preparation, when the physician withdrew the device, it was noted that the tip of the microcatheter fell off. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.